Event description:
The customer reported to olympus, during preparation for use, the screen on the soltive premium superpulsed laser system suddenly went black, but the device sound was still audible. There was an attempt to unplug the machine and try two different wall sockets, but the same issue persisted. The doctor switched to a low power holmium laser machine for the unspecified procedure and the procedure was completed. They pushed the soltive machine out from the operating room and made a third attempt to plug the unit in another wall socket. The power on button lighted up but a spark and pop sound was heard, accompanied with a burnt smell, and visible burnt marks at the rear of the machine. They turned off the machine and unplugged it immediately. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found; unable to power on the unit and there was no display on the touch screen. The unit emitted smoke, a burnt odor, and a popping sound from inside on two separate occasions. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by faulty power supply. Olympus will continue to monitor field performance for this device.